Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to hardware reset. This was consistent with effects of telemetry interruption, which was caused by the user during the firmware upgrade. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that prior to implant, the device was found to be in backup vvi. The device was not implanted.